Manufacturer narrative:
Additional patient and event information has been requested from the customer. Should additional information be provided by the customer a supplemental report will be submitted with the additional information received. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number:(B)(4).

Event description:
A healthcare professional reported a lower right blue bracket-anchor came off from a silent nite sleep appliance and that the appliance has much less tension.

Manufacturer narrative:
Additional information was received: a2 - age at time of event, date of birth. A3a - sex. A4 - weight. A6 - race. B3 - 3. Date of event. D9 - 9. Is this device available for evaluation? H6 - 6. Adverse event problem investigation findings (c) and investigation conclusions (d). The patient's ethnicity/race was reported as white by the healthcare professional. The complaint device has been shipped back for analysis. Upon receiving the device an investigation will be conducted. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer internal reference number: (B)(4).